Event description:
The plate was implanted and while putting the 3.5mm non locking bone screw into the plate, the screw went completely through the plate hole. The surgeon left the screw implanted as it was and felt that the plate was securely fastened by the other screws implanted in the plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.